Event description:
It was reported that the adaptor included in the fuhrman pleural/pneumopericardial drainage set leaked following a pneumothorax drainage in a patient of unknown age and gender. The device was placed in (B)(6) 2025. Bubbling was later observed in the pleural drain and leakage was identified at the luer connection between the drain itself and the blue conical fitting. The drainage period was prolonged due to the assumption of a pleural breach. Additionally, the patient required replacement of the pleural drain and enhanced clinical monitoring. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
E1: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluated by mfg? Device evaluation but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. Additional information was provided on 04apr2025. It was clarified that the drain was not replaced. The components replaced were the multipurpose adapter provided with the set and the competitor's chest drain system. There is no evidence to suggest that the observed device failure, "the plastic multipurpose adapter leaked" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.